Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was intermittently displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken due to partial disconnection caused by the kink on the cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head image disappeared. The issue was found during procedure, and the intended therapeutic procedure was completed with a similar device. The patient's procedure, anesthesia was slightly prolonged while the device was replaced. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image disappeared was confirmed. Device evaluation found that the image flickered then disappeared, and there were multiple dead pixels on the image. The additional evaluation findings are as follows: kinked cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.